Event description:
It was reported that the pen needle 31gx5mm 7 pack joint was loose and couldn't be used to inject insulin. The following information was provided by the initial reporter, translated from chinese to english: "at 17:00 on (B)(6) 2020, when patient was given disposable syringe pens to inject insulin with the needle, the joint of the needle is loose and cannot be used."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. DHR and manufacture records were reviewed, no abnormal was found. Tested (B)(4) pcs retention samples of thread function, all results passed. Based on the investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31gx5mm 7 pack joint was loose and couldn't be used to inject insulin. The following information was provided by the initial reporter, translated from (B)(4) to english: "at 17:00 on (B)(6) 2020, when patient was given disposable syringe pens to inject insulin with the needle, the joint of the needle is loose and cannot be used".